Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Device was forwarded to supplier/manufacturer for evaluation. Supplier/manufacturer evaluation included review of planning and procedures which confirmed some minor defragmentation in the anterior cartilage region of femur may have contributed to complaint of lesser fit. Supplier confirmed that the guides were manufactured according to the surgeon's preferences and the surgeon approved the plan. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2011- 01113). This report filed (B)(6), 2011.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6), 2011. During the procedure it was identified that the signature guide did not have optimal fit.